Manufacturer narrative:
All buttons on the device are functioning properly. No damage on the keypad traces noted. No unlocked keypad connector during visual inspection. Device received with cracked case at the display window corner and cracked reservoir tube lip.(B)(4)

Event description:
It was reported by the customer that their insulin pump keypad act button is unresponsive to user input. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 118 mg/dl at time of reporting. Nothing further reported.